Event description:
Post trans-septal crossing, st segment elevation was noted. When aspirating sheath, large amount of air was noticed, and st segment elevation seen on EKG [electrocardiogram]. Coronaries were shot by 1k no air was noticed. Proceeded with pvi [pulmonary vein isolation]. When exchange pfa [pulsed field ablation] for orptrell. Additionally ablated posterior wall st elevation again noted. An atypical amount of air was noted. Nitro was given, 1c again called. St segment elevation resolved with nitro. Rca [right coronary artery] again showed no air.